Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens. During testing, the pump powered on to a blank display screen with functioning auditory and vibratory settings. The pump histories could not be downloaded. A leak test was performed and failed due to unrelated damage to the pump casing. The pump was opened and internal moisture was observed inside the pump.